Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer experienced low spo2 reading from the dci sensor placed on the finger (down to 92%) in comparison to tci sensor placed on ear (spo2 99%), which correlates to sao2 on abg from radial artline. Customer also reported that peth waveform on drager monitor is "cartoon like" and does not provide enough detail such as dicrotic notch or changes in signal confidence. No known impact or consequence to pt.